Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the right atrial(ra) lead dislodged after placement. All three attempts to implant the lead failed as lead dislodged after every attempt. The lead was explanted and replaced. The patient was discharged with no complications.

Event description:
New information received notes that the physician elected to replace the right atrial (ra) lead due to puncture risk associated with set screw.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.